Manufacturer narrative:
Age of time of event: 18yrs or older. Device is a combination product. Device evaluated by MFR.: promus element plus mr ous 3.00 x 24 mm stent delivery system was returned for analysis. A visual examination identified damage to the stent as the stent struts in the fifth and sixth stent strut rows from the distal end of the stent were lifted and pulled in a distal direction. The stent showed no signs of movement and was set between the proximal and distal marker bands. An undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15-aug-2019. It was reported that crossing difficulties occurred. The target lesion were located in the left main coronary artery (lmca) and left anterior descending artery (lad). The distal lmca had 70% stenosis. Subsequently, a 2.75 x 18 mm non-bsc balloon was advanced for pre-dilatation. The ostial lad was dilated at 10 to 14 atmospheres. Further dilatation was performed with another non-bsc balloon at 10 to 16 atmospheres. A 3.00 x 24 mm promus element plus drug-eluting stent was advanced for but failed to cross the lesion. The procedure was complete with a 3.0 x 23 mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.